Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's pocket was revised to stabilize the battery. The patient was having difficulty with coup ling/recharging. External factors for this include the patient has lost (B)(6). The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.